Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/04/2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the initial complaint, the ok and contrast buttons were intermittently unresponsive. The up and down buttons responded to button presses. There was no visible damage on the keypad observed. The keypad cover was removed to check condition of the button contacts. Contamination was observed under the contacts of all buttons. The battery compartment was observed to be cracked at opening of battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. There was no issue with loss of power and no evidence of moisture damage in battery compartment observed. The bumper pad was observed to be peeling off. (B)(4).

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the issue occurred gradually and the issue started 4 weeks ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.